Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast prosthesis deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) native patient underwent a primary breast reconstruction procedure with a mentor smooth round moderate profile 475 cc saline breast prosthesis that deflated after implantation. The patient was involved in a snow machine accident and noticed displacement of her left breast implant and left breast pain. A surgeon performed a closed capsulotomy, and the device appeared intact. The device was not removed at the time. On (B)(6) 2019, left breast prosthesis deflation was confirmed by a physical examination performed by a doctor. As a result, the patient underwent explantation and replacement with a mentor smooth round moderate profile 475 cc saline breast prosthesis on (B)(6) 2019.

Manufacturer narrative:
On 12/04/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported a patient experienced a deflation in a breast saline implant and a chest injury. During visual evaluation of the sample, a crease was observed running from the posterior to the anterior aspect. Leak testing was performed and it revealed a tear within a crease in the anterior view measuring less than 0.1 cm. No other anomalies were discovered. It is possible that the root cause of the rupture was the snow machine accident in which the patient was involved. Although, related to the crease found it may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. A manufacturing record evaluation could not be completed for lot #270866 could not be completed. An internal corrective action was created to address this issue. Manufacturer¿s reference number: (B)(4).